Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2020 with something under the flap of the left eye (os), post treatment. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained that eye felt irritated prior to lift and rinse. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2020. Bcva from (B)(6) 2018 right eye pre-op 20/20 -6.00 x -.50 x 15, left eye pre-op 20/20 -5.75 x -.50 x 2. Bcva from 06/05/2019 right eye post-op 20/20 -.25 x -.50 x 10 left eye post-op 20/20 .50 x -.75 x 60 this report is for the visx laser. A separate report will be filed for the femto laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.